Event description:
The patient came in reporting pain due to a loose cup and the cause is unknown. At 6 years and 11 months from primary the surgeon revised cup, liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 november 2024. Lot 172680: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 2022-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.